Event description:
The patient was found unresponsive on the floor. CPR was initiated and a code blue 90 called. The defibrillator/monitor on the code cart malfunctioned and would not provide a rhythm or shock. During the code, a second code cart had to be retrieved from the 3rd floor to have a functioning defibrillator/ monitor.notably, the code cart was tested at start of the shift, which it passed and was logged into swift.